Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the biometric identifier required maintenance. A technical support specialist (tss)dial in into station and install the driver but issue persists. A field service engineer (fse) observed a user successfully logging into the station after restarting the system. The repair was validated by monitoring successful user login activity remotely. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fingerprint biometric identifier was not working. The customer performed a reboot and recovery; however, the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.